Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: a review of the pump history showed no evidence of cs alarms. The data from the date of the event has been overwritten due to continued pump use. During testing, the pump powered on with no alarms. The pump was exercised for 12 hours with no alarms occurring. Unrelated to the complaint, investigation revealed the following issues: the battery compartment was found to be cracked. All keypad buttons were found to be intermittently responsive with contamination observed under all button contacts. The keypad was peeling up at ok the button. The battery compartment was cracked and the display screen was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018 the reporter contacted animas, alleging that the pump emitted an unspecified call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.